Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with a set screw mark was observed on each terminal pin. Visual inspection revealed dried blood in lumen near the tip area. It was noted that this lead was designed with an open tip. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. Analysis was unable to confirm the field allegations against this lead.

Event description:
Boston scientific received information that three weeks post implant the left ventricular lead exhibited loss of capture; an x-ray confirmed that the lead had dislodged. Subsequently a revision procedure was performed and the lead was explanted. At this time no new lv lead was implanted in the patient; a new lead may be implanted at a future date. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.